Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10. Current repair: product evaluation: product review of the skin graft mesher sn 7003 by chemtronics on (B)(6) 2020 revealed that the latching pins were very tight, and the initial calibration check failed. The comb was also bent. Product repair: repair of the device was performed by chemtronics on (B)(6) 2020 which included replacement of the following: comb. Additional repair included reassembling the unit and recalibrating the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair skin graft mesher (B)(6) has not been previously repaired/evaluated before (B)(6) 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the stainless steel mesh screen was damaged/ bent. An alternative method for skin grafting was used. Event occurred during surgery. Delay of 1-15 minutes reported. No harm, no impact to graft. No adverse event was reported as a result of this malfunction.